Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the helix couldn't be extended due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix would not extend even after multiple turns once the right ventricular (rv) lead was repositioned. The rv lead was removed from the body and tested on the table. The helix appeared to be stuck along with a possible clot at the lead tip. The torque could be seen transferring down the lead body but the helix continued to spin and not extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.